Event description:
The australia customer reported a staining alteration. The field service engineer serviced the instrument and found the probe was dripping. The fse repaired the instrument by replacing the aspiration and dispense check valve. The customer was able to complete testing. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.